Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the lips with ½ to 1 syringe of an unspecified juvéderm®. The patient reported that the injector ¿hit something¿ during injection and began to squeeze the patient¿s lip after commenting on it. The injection site ¿was very painful and turning blue and black and the discoloration was moving up to the nose.¿ the physician had ¿occluded the blood vessel.¿ two days later, the patient informed the injector that the symptoms continued. The filler was dissolved later that day. The patient has had laser treatments due to a ¿pink mark that is textured¿ above the lips. The symptoms are ongoing.